Event description:
It was reported that the user experienced high blood glucose recorded at 356 mg/dl while using the ilet system and observed insulin odor and leakage at the pump base with a loose tubing connection, which was tightened and followed by a full set change. The user was using a teflon infusion set and identified components included a connector/coupler and infusion set. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed a leakage consistent with a seal issue associated with the connector/coupler component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included minor illness or impairment. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.